Event description:
Per the clinic, the patient experienced a performance decrement due to migration of the electrode array. Subsequently, the patient was placed under general anesthesia on (B)(6) 2023 for a repositioning surgery. The implanted device remains.

Manufacturer narrative:
This report is submitted on january 19, 2024.